Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in respiratory distress outside emergency department (ed). The patient stated something like they didn¿t feel their ventricular assist device (vad) was working with their heart. They reported multiple implantable cardioverter defibrillator (ICD) shocks before it ¿stopped shocking them". The patient was hypoxic upon arrival and low flow alarms and ventricular tachycardia (vt). The controller showed a 56 minute low flow around 4:51. The ed shocked them and they converted to sinus. The alarms stopped and the ICD appeared to be working. The ed doctor intubated the patient. They were back in vt and were shocked once and then 3 more times. The patients' electrolytes were low, and they were still in vt. Log files were sent for review. The log file captured low flow events on 06apr26. There were also several low flow flags which did not persist long enough to trigger low flow alarms. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a vad related issue.